Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use around the external threads and the collar. The hex of the implant drive feature was stripped (rounded). A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight not provided. Reporter's email not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that there was a problem with the internal connection of the implant. Tooth location 30.